Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A healthcare provider (hcp) reported that a device tip was broken during the procedure of bone cutting for the pituitary tumor removal. No broken pieces remain inside the patient's body. There was no delay or intervention needed. There was no patient impact.